Event description:
The event is reported as: complaint alleges: the pivot screw broke so the clip could not be loaded into the jaws. This occurred during the second use of the device. The device had been sterilized once before issue was identified. No patient injury reported.

Manufacturer narrative:
Device sample not received by manufacturer in time for this report. However, a photograph was sent. Investigation incomplete.